Manufacturer narrative:
A part was ordered and replaced. The system operates as intended.

Event description:
The customer reported that a monitor on the 7900 system would not work. No pt injury was reported.